Event description:
Pt implanted 2000 in the upper left vermilion border. Onset of infection and implant extrusion 4/13/2000. Pt treated 6/7/2000 with keflex 4/13/2000. The implant was explanted in 2000.